Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a high out-of-range impedance measurement on the right ventricular (rv) lead. Additionally, there was a lead safety switch (lss) that had occurred the same day were stored. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a high out-of-range impedance measurement on the right ventricular (rv) lead. Additionally, there was a lead safety switch (lss) that had occurred the same day were stored. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.